Event description:
Customer stated that the provue analyzer probe was dripping and that no results were affected. The possible affect of the reported condition is that the probe could drip either system wash solution a or b into a reagent vial or sample tube resulting in weaker reaction in a test.